Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found in backup vvi mode with a power on reset. Exposure to electrocautery during implant was suspected, but could not be confirmed, to have caused the event. The device was reprogrammed to restore normal function. The patient was in stable condition.